Event description:
During a routine hemodialysis treatment, it was reported that the operator experienced high pressure alarms. The operator noticed that the blood in the dialyzer was dark. Treatment was terminated without manual rinseback as the blood in the cartridge circuit was believed to be clotted. There was a 210cc blood loss. No medical interventions was required. A result of the blood loss.